Event description:
Baxter reports "malfunction clamp after 1 mo of use". Per affiliate, the pt found their clothes wet and noted the fluid was leaking from the outport of the transfer set while the clamp was in a closed position. The pt went to the hosp where a nurse performed a transfer set change. The pt does not reuse minicaps and does not disinfect the transfer set per affiliate. The affiliate reports no pt injury or medical intervention as a result of incident.